Event description:
It was reported by service report that the footboard and the siderail electrical functions were not working due to fluid ingress to the electrical components. No pt involvement or adverse consequences were reported.